Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient was shocked while helping a friend change a car battery in (B)(6) 2015 and their implantable neurostimulator (ins) had not worked since then. It was also noted that the patient had not felt stimulation since the episode and could not charge. In addition, the physician could not read the ins with the equipment in the office they had. The patient was to meet with the manufacturer's representative on (B)(6) 2015 to interrogate the ins. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The indication for use for the implanted device was noted as multiple back operations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on 2017-jun-20. The patient stated that their implantable neurostimulator (ins) died and then explained that they used their ¿checker battery with a ranch¿ and they shocked themselves and then the ins quit working. They do not know whether they did it or the battery went out. It went out like 3 days after they thought they might have done it, but they have no idea. The patient stated that the next night after they got shocked by the battery checker they noticed the ins quit working when they went to charge. The issue occurred at the end of last year and then the patient had their ins replaced about six weeks ago. No further complications were reported/are anticipated.